Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) ) displayed a "coolant low" error message was confirmed during the functional testing and event log review. The cause of the reported issue was a lost or missing o-ring from the coolant level reservoir, which may have occurred during the replacement of the coolant block sensor during the console service. Visual inspection of the thermogard console was performed, and no issues were observed. The thermogard console failed the functional test and displayed a "coolant level low" alarm, thus confirming the reported complaint. The o-ring needs to be installed in the coolant level sensor assembly to remedy the fault. The event log review confirmed the presence of the "coolant level low" alert in the event log, thus confirming the reported complaint. Waiting for service repair approval. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(6).

Event description:
During the device check, the thermogard console (sn (B)(6) ) displayed a "coolant low" error message while the coolant was at a normal level. No patient involvement.